Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device used. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the motor sense on the main pcb failed. The main pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device motor was not running. There was unknown patient involvement and unknown patient harm.